Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 104 mg/dl at the time of incident. Customer stated that the insulin pump buttons would not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received an unexpected restart alarm after the battery has been changed and the replacement battery cap did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The device was received with button error alarm and had unresponsive act button due to corroded keypad traces. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify unexpected restart alarm due to unresponsive button. No unexpected numbers ramping or scrolling or automatic giving bolus noted during testing. The device had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, cracked case at reservoir tube window corners, stained address, serial number label and stained end cap sticker.